Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was damaged and unable to charge the pump. There was no reported adverse impact to customer's blood glucose level. Reportedly, an alternate cable was used to resolve the issue.